Event description:
The reporter indicated that a 13.7mm vicmo 13.7 implantable collamer lens of -10.0 diopter was implanted into the patients left eye (os) on (B)(6) 2020. On the same day different surgery the lens was exchanged for a shorter length lens due to excessive vault. The exchange resolved the problem. Cause is reported as unknown.

Manufacturer narrative:
Weight-ethnicity: unk. PMA/510k: this product is not marketed in the us. Claim# (B)(4).

Event description:
The reporter indicated that a 13.7mm vicmo 13.7 implantable collamer lens of -10.0 diopter was implanted into the patients left eye (os) on (B)(6) 2020. On the same day different surgery the lens was exchanged for a shorter length lens due to excessive vault. The exchange resolved the problem. Cause is reported as unknown.

Manufacturer narrative:
Weight-ethnicity: unk. PMA/510k: this product is not marketed in the us. Claim# (B)(4).